Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to pain. During surgery the head and liner were revised after noticing trunnionosis on the neck.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Device history records review with no deviations or anomalies. These units were released to distributor with no deviations or abnormalities. Product was not returned for evaluation. This device was used for treatment. Complaint history review identified no complaints for pn: 437638063/ ln: 61445586 combination. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
It is reported the patient was revised due to pain, trunnionosis, and pseudotumor. During the procedure, yellow cloudy fluid, pseudotumor with necrosis, and trunnion corrosion were noted. The acetabular component and femoral head were revised.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: reported event was confirmed by review of x-rays. The x-rays received with this event reveal mild asymmetric positioning of the femoral head within the acetabular cup likely due to poly wear. The femoral stem had a neutral position within the femur. Operative notes were also received and trunnion corrosion was noted along with pseudotumor. MRI shows extensive medical debris in the hip and patient was confirmed to have elevated metal ion levels. Photos of the devices was also received. Biological debris was present on the shell and the stem and taper showed black debris. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.